Event description:
Pt reported that in 2006 her blood glucose reading was (~500 mg/dl). She looked down at her device and noticed insulin on her hand. She then noticed that the tubing has torn off from the luer lock that connects to the device.